Event description:
It was reported that one day post implant, the patient deceased. An autopsy showed that the ventricular lead lacerated the heart resulting in hemopericardium.

Manufacturer narrative:
Na.